Event description:
Rptr had bilateral augmentation mammoplasty 11/75 with 210 cc silicone filled implants. Mammograms and MRI on 5/4/94 confirm bilateral rupture. History of manual capsule releases in 1980. Pt never informed of abnormal mammograms. Reports never cited this finding but ruptures are clearly evident on 1st mammogram in 1986.